Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation. It is reported that the customer is using only the fixation at the box clamp and not at the juncture hub (primary fixation).

Event description:
It was reported that the catheter is fixed to the catheter clamp; the customer uses this as the only fixation. The cvc slips out of the patient again and again and the medication is therefore not applied correctly.

Event description:
It was reported that the catheter is fixed to the catheter clamp; the customer uses this as the only fixation. The cvc slips out of the patient again and again and the medication is therefore not applied correctly.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The customer complaint that the catheter migrated could not be confirmed without the sample being returned for evaluation. However, the customer was able to verify that the catheter was only being secured using the box clamp and not the juncture hub. The instructions-for-use packaged with this product indicates that the suture wings on the catheter hub are the primary means of securement. The IFU also provides guidance on using the box clamp assembly for secondary securement. The sales rep has informed the customer via email that both fixations have to be used. Based on this information, the probable cause of this complaint is use error. Teleflex will continue to monitor and trend for reports of this nature.